Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A farawave catheter was selected for use during a ablation procedure. It was reported that package for farawave had a hole in it, noted upon opening the catheter. It was reported that the device was not sterile. The device was replaced and the procedure was completed without patient complications. The device is expected to return for analysis.